Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 85 units and remained static. Reportedly, the cartridge was filled with 281 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customers¿ blood glucose level was 97 mg/dl. Reportedly, the customer was not performing the proper air removal technique before filling the cartridge with insulin.